Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. On 03/17/2015, the voluntary recall was initiated. The device history records have been reviewed and this lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. While ths investigation is inconclusive, the issue related to the reported product cod/lot number combination was determined to be supplier related due to over-processed resin. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, on the second attempt, the device was fired into the lesion but did not collect any tissue. A second device was then pulled and on the fourth sample attempt, the trigger got stuck and did not collect a tissue. The procedure was completed with the samples obtained. A coaxial was used during the procedure. There was no report of patient injury.